Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Olympus was informed that during an onsite visit, the user facility staff was not following the precleaning steps, the auxiliary water tube was not used as per instructions for use, the flushing pump was not pressed for 10 seconds as the last step in precleaning and the device did not travel with the endoscope to get reprocess. Therefore, pre-cleaning, nor manual cleaning, as well as high-level disinfectant level were not perform correctly. No patient infections or injuries reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture¿s final investigation. Correction to h6 "component code" of the initial report: component code "925-pump" should be removed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that there was difference of recognition on device handling between the user and recommendation by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.